Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of skin irritation was confirmed. A us distributor reported that a patient had itchy skin under the te pads. The area was described as red, bumpy, and itchy. The patient's doctor recommended to wear a camisole underneath the lifevest to act as a barrier and try to reduce irritations. The doctor also instructed the patient to use a medication but she opted for only the tank top. During a follow up, the patient reported that the irritation is still itching, but the tank top is helping her.